Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that review of the device log file showed compressor was unable to provide o2 either related to the supply pressure being low or falling below 35psi during the patient event on (B)(6) 2025. The circumstances could not be duplicated during evaluation at zoll during functional testing. The device passed calibration check, o2 system, barometric pressure, compressor system, and airway pressure testing without observing any issues. Accessories were not provided as part of the evaluation. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a 44-year-old female patient, the device displayed a "self-check failure" message and stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.